Event description:
The customer tested his blood glucose using his contour meter and received a reading of 265mg/dl. He retested using another meter and received a reading of 95mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips are to be returned for evaluation. New meter and strips were sent to the customer.